Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed no delivery during basal/bolus/fixed prime. Troubleshooting was done. Customer reported that insulin does exit from the tubing with manual plunger push, but there is greater than normal resistance with plunger push. Explained that the alarm was caused by set/reservoir connection. Advised customer to replace the infusion set and reservoir. Customer's blood glucose reading was 203 mg/dl. Product is being returned and replaced.